Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di) (B)(4).

Event description:
It was reported the patient underwent surgical intervention to reposition the lead from t7 to t8. The lead was originally implanted at t7, however it was suppose to have been implanted at t8.